Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was fluctuating (50 mg/dl to above 200 mg/dl). Customer treated fluctuating levels with boluses delivered by the pump. Blood glucose level was reported as fine at the time of the report. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to consult health care provider regarding pump personal profile settings.